Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from the balloon and not returned with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-apr-2016. It was reported that crossing difficulties were encountered. The target lesion was located in severely tortuous vessel. A 20x3.00mm promus premier¿ was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment.